Manufacturer narrative:
E.1. Initial reporter facility name: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-jun-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the cabinet was not syncing with the website. A technical support specialist remoted into the station and restarted the sync service, after which it began processing pending records. Once synchronization with the website was restored, the medication prescription verify functionality returned to normal operation. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medflex 1000 unable to request through rxverify. The customer reported that when tried to pull a medication, the system was not allowing to use rxverify. It was found that the cabinet was not syncing with the website.the customer stated that this malfunction occurred while dispensing the medication.there were no adverse events or injuries reported based on this event.